Manufacturer narrative:
Device is a combination product device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that during a stenting treatment procedure, removal difficulty and a stent dislodgement occurred. The 90% stenosed, 15mm long lesion was located in the severely tortuous and severely calcified right coronary artery (rca). The vessel diameter was 3.0mm. The lesion was predilated with a 3.0x15mm apex balloon, inflated to 8 atms. The physician attempted to place the 3.50x16mm taxus liberte stent, but was unable to cross a previously placed unspecified stent in the circumflex. Upon withdrawal, the physician experienced resistance at the guide which caused the physician to remove the entire system from the body. It was observed outside the body that the stent had become dislodged from the balloon. The stent was located outside the body. The lesion was rewired and successfully stented with a different stent. No patient complications were reported and the patient's status is fine.